Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker and a non-boston scientific right atrial (ra) lead exhibited impedance measurements of less than 200 ohms. A lead safety switch had occurred and subsequent ra oversensing of rv signals was observed. Troubleshooting was discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this pacemaker and a non-boston scientific right atrial (ra) lead exhibited impedance measurements of less than 200 ohms. A lead safety switch had occurred and subsequent ra oversensing of rv signals was observed. Troubleshooting was discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. Additional information was received which reported that this patient's non-boston scientific right atrial (ra) lead later also exhibited noise. The noise was able to be reproduced with pocket manipulation and arm rotation. The physician planned to explant and replace the lead. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.